Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the unspecified tissue injury resulting in mitral valve insufficiency/ regurgitation (unchanged) cannot be determined. Tissue damage and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted and placed on the mitral valve, reducing mr to a grade of 1-2. Prior to deployment, the physician decided to challenge the patient¿s blood pressure by introducing epinephrine. When doing so, it was observed mr had returned to a grade of 4+. Therefore, the xtw clip removed and replaced. Two ntw clips were implanted, but mr did not reduce. The physician suspected the xtw caused a perforation, which resulted in the inability to reduce mr. Therefore, the procedure was discontinued. There was no clinically significant delay in the procedure. No additional information was provided.